Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient had pain in her back where the device was and down her leg. The patient stated they were in a lot of pain from the device itself. The patient stated there was a bump in her back because the device was not lying flat. The patient stated it was very uncomfortable and she could not lay on it. The patient stated it felt like there was a pressure there and she could not comfortably sit in a chair. The patient stated she was constantly falling, but she did not think she had fallen on her back. The patient stated their therapy worked for her at first, but then her target urinary symptoms returned. The patient stated that started flooding the bed again. The patient saw the healthcare professional (hcp) for this, who bumped it up to 8, but it didn't help the issue. The patient noted the return of symptoms began in (B)(6) 2017. The patient stated she was falling because she had vertigo, dizziness, and is legally blind. The patient noted they could not see their patient programmer to turn her settings up or down. The patient confirmed these issues were pre-existing to the interstim because implanted. There were no further complications that have been reported as a result of this event.